Manufacturer narrative:
The lead was returned with no reported event. As received, only the connector portion of the lead was returned in one piece for analysis measuring 10.4cm/ 12.1cm/ 14.3cm (outer insulation/ outer coil and inner insulation/ inner coil). Visual analysis found full breach insulation degradation (4.6cm from the connector pin) exposing the outer coil adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts. The other damage found is consistent with procedural damage.

Event description:
This event is to report a malfunction observed during analysis.